Event description:
Rptr experienced: migraines, allergies, irritable bowel, neck stiffness, anxiety/tension, elbow, arm and wrist pain, capsular contracture, arthralgia arthritis pain all over, joint swelling/pain/stiffness in elbows and hands, skin hardening around implants, muscle fatigue in both arms, rashes, thick skin on breasts, breast tenderness, fatigue, knots near left armpit, coldness of hands and feet with pain, up and down weight loss, incorrect size of implants (too big), malposition of implants (left breast), asymmetry-crooked placement of left implant, migrating left breast implant, mental pain was unbearable, implant/breast hardening, distortion after removal of implants, depression, sleeplessness, loss of memory, stinging/burning breast pain, inability to find bra to fit.